Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a small fragment of plastic broke off inside the blue lumen of the catheter in a patient. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.